Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the prox lad. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164-2011-01448, 9612164-2011-01449 and 9612164-2011-01450).

Manufacturer narrative:
Clopidogral and asa. (B)(4). Evaluation results - inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Event description:
It is reported that the patient suffered a 2nd mi approximately 6 months post index procedure. The investigator indicated that the reported event was unrelated to the study device.

Event description:
It is reported that approximately 6 months post index procedure the patient was rehospitalized and CABG of target lesion was performed. Reason for CABG restenosis. The CABG was successful. The investigator indicated that the reported event was definitely related to the study device.